Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate electric shocks. Technical services (ts) reviewed the stored episode, which appeared to be a supraventricular tachycardia (svt). No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.